Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump had alarmed a replace battery now. The alarm occurred less than 10 hours from the low battery alert. The battery cap was okay. The alarm had occurred for the second time. It was also reported that the device had alarmed a power error detected. The alarm recurred within 4 hours of troubleshooting the previous occurrence. The customer¿s blood glucose during the incident was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, and displacement test. Device received with power error and unexpected battery power loss due to non-sleep anomaly software error.